Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 21-23, 2025. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed which showed that the white drug residue located at the blue winged luer cap and the fill port area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely related to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor was leaking from an unspecified location. The leak was described as, ¿the drug on the outside of the pump¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.